Event description:
Ous MDR - after an implantation time of 2 years, several vf detections without shock delivery were reported. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.